Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stim is not working. Pt said they can't feel any stimulation since friday. Pt mentioned last night they charged their ins and only got 10% so they tried to reset the controller. Pt requested for a battery replacement. Agent reviewed battery information. During the call agent had pt to check the charge level. Pt said the controller is at 70% and 90% for the ins. Pt said the ins percentage shouldn't be that high since they haven't fully charge for 3 or 4 days. Pt also confirmed the stimulation is turned on. Agent redirected patient to their doctor (hcp) to set up an appointment with a rep to further address the issue.